Event description:
It was reported the pt experienced swelling tissue in the pocket area of the ins. The device is implanted in the chest. It was reported the pt was put on antibiotics for two weeks to treat swelling. Both the pt and the neurosurgeon reportedly felt it may be an infection. No determination had been made as to the cause. The pt first noticed the swelling about two and half weeks prior. The pt did report shoveling snow prior to the swelling. The pt had an appointment with their neurologist later that week.